Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy procedure the patient was hospitalized after visiting the emergency department. The patient was experiencing nausea, vomiting, abdominal pain and a low grade fever. A CT scan showed a fluid and air collection around distal staples next to the pylorus. The patient's pain has been controlled and an upper gastrointestinal endoscopy was completed and did not show any communication between the stomach and the collection. The fluid and air collection was reportedly located where the surgeon stapled black sureform 60 stapler reloads around the pylorus during the initial procedure. It was also reported that during the first two black sureform 60 stapler reload fires, there was a loss of insufflation although there were no errors or complications during the firing sequence. The two black sureform 60 reloads staple lines were complete. There were no further complications while stapling after the two black sureform 60 reloads were fired. The procedure was completed robotically. The patient was seen by the surgeon postoperatively at 2 weeks, 6 weeks, and 9 weeks with no complications and was doing extremely well, until this hospitalization. A high-end esophagogastroduodenoscopy will be performed with the possibility of over-suturing a specific site if any leak is found. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported event cannot be determined. Sureform 60 stapler instrument logs show (part number 480460-09), (lot number l85230615-0604), was installed on the system 8tiem and fired 7 reloads (2 black, 2 blue, 3 white, in that order). On install 1, the first clamp was aborted at (B)(4) completion, and the next clamp attempt was incomplete, stopping at (B)(4) completion. The instrument was removed and re-installed. On install 2, the first clamp was successful, and the firing was completed with 6-7 pauses for compression. On installs 3-5 and 8, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 6, the first clamp was successful, and the firing was completed with 2 pauses for compression. On install 7, the first clamp was successful, and the firing was completed with 3-4 pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.